Event description:
It has been reported to philips that the system exposure is not possible. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not exposure. To resolve the reported issue the fse cleaned the image disk interface, swapped the image disk1 with image disk 2 and tested the image disk storage. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.